Event description:
It was reported by a company representative that a handheld computer did not hold charge. The event was reported to the company representative by a hospital. No extended misuse was reported on the reported handheld. A new handheld was provided to the hospital and the reported handheld remains in traffic to the manufacturer.

Manufacturer narrative:
.

Manufacturer narrative:
Type of report, corrected data: initial report inadvertently did not list type of report. Field should have read 30-day report.

Event description:
The reported handheld and software were received by the manufacturer and underwent analysis. Analysis of the returned handheld indicated the handheld performed according to functional specifications. Analysis of the returned software revealed the flashcard and software performed according to functional specifications.